Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that patient had surgical intervention where in the lead was explanted and replaced restoring the therapy.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-03746. It was reported that during device assessment, one of the lead displayed high impedance. Surgical intervention may be pending to address the issue. It is unknown which lead is liable so both leads are reported.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information.